Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a general complaint was made regarding the pacers' exhibiting noise reversion episodes leading to inhibition of pacing. No further information was available.